Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training, after filling the infusion tubing, the on-screen button to confirm visual drops did not respond, indicating a touchscreen or user interface malfunction of the ilet display module; a backup ilet was placed into use. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alerts or alarms. Investigation included remote troubleshooting and case assessment. Investigation of this case revealed a nonresponsive screen function consistent with a user interface input failure of the display component, with no evidence of alarm or therapy impact. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a touchscreen or software input defect.